Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted because the device stopped working. The device had been implanted for 17 years. A new aus device consisting of a 4.0cm cuff, 61-70 cm h2o balloon and pump, was implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.